Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was later reported that there was no device failure; the pump and catheter were explanted at patient¿s request. The pump was "using decreasing doses" of morphine. The patient outcome was ¿no injury¿.

Event description:
It was reported that the pump was sticking out of the patient¿s abdomen 1/2 inch, and that his skin was very thin and breaking down and the pump was ¿about to come through me.¿ the patient noted he lost weight and was very thin and his body could not support the pump because the skin was very thin. The patient stated the pump was removed ¿5 days ago¿ and then he had no pump implanted. The patient reported he was hurting and was on oral medications, but the pain was ¿killing him.¿ the patient also noted they put in a dorsal column stimulator. The patient also noted his pancreas had ¿dumped enzymes that destroyed all the nerves and nerve endings from the belt line all the way down in both legs.¿ the patient felt like his legs were run over by a train and like they had been beaten. The patient noted his hcp was aware of the pain he was in. The patient stated he did not have an infection and the pump was removed ¿just before it came through my abdomen.¿ the pump was being used to deliver morphine and another medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that about a year ago, the pump was thickness of a thumbnail and was ready to come out of his skin where it was implanted (left side of abdomen). The patient did not have an infection but the pump was ready to push out. The pump was removed to prevent it pushing through the skin. The catheter was also removed. The patient's left side was cut open to pull the catheter out because it was scarred and had grown into the patient's body.